Event description:
The customer reported that the left monitor intermittently went dark to the point that the images were unusable. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system interface and display adapter pcbs were evaluated and replaced. The system was tested and found to be working as intended and returned to service.